Manufacturer narrative:
E1- full establishment name /hospital name : (B)(6) hospital. The investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
Customer reported with an issue of "reflection of image was poor". There was no patient impact, no harm reported due to the event.

Event description:
Additional information was received from the customer. The reported issue reportedly occurred during pre-use inspection of the device prior to an unknown therapeutic procedure. The procedure was completed successfully with a similar replacement device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of "poor quality image" was not confirmed. However, the evaluation did note that the connector was cracked, the main body of the device was flooded, and the electrical contacts and scope mount had corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.